Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not powering up. Upon functional testing fse identified that host pc was faulty and not booting on. The fse replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not power up all the way. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.